Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during programming/setup at the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'powers off without user input' which was reproduced during evaluation. Evaluation found when the door was pressed the pump shut down. The cause was determined to be a failed upper auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.